Manufacturer narrative:
(B)(4). A boston scientific engineer performed a download of the device data and confirmed two long capacitor charge times of greater than 20 seconds. The engineer stated the issue may be related to an intermittent issue with the hardware in the charging circuitry and stated the device should be replaced and returned for analysis. The device remains implanted at this time. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this device had declared an explant indicator and to device replacement should be scheduled. The charge time (CT) was 20.1 seconds. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was subsequently explanted, replaced and returned for testing. Upon receipt in our post market quality assurance, a thorough evaluation of the product was performed. Visual inspection found no irregularities. A battery status query confirmed the device declared elective replacement indicator (eri) due to long charge times. A review of the charging history identified three long charge times which resulted from an intermittent connection within the internal components of the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--